Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 40% to 30% within 10 minutes. In addition, the customer was having difficulty charging the pump despite the attempt of multiple usb cables and power sources. The customer also reported an auto off alarm (alarm 7) occurred during troubleshooting with tandem technical support. Customer reported blood glucose level was 109 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
(B)(4).